Event description:
It was reported that the patient received a blood glucose result of 120 mg/dl on the blood glucose monitor. The patient's normal blood glucose range is 190-200 mg/dl. The patient self-treated with "some sugary stuff" to increase the blood glucose level. Approximately one hour later, the patient experienced hyperglycemia symptoms of sweating, thirst, toilet urgency, vomiting, breath-like acetone, and muscle aches. The patient went to the doctor and the blood glucose result was "hi" mg/dl on the doctor's meter. The doctor administered intravenous insulin to decrease her blood glucose level before admitting her to the hospital for some additional lab analyses needed as ketones and air blood gases. The blood glucose results at the hospital were not provided. The patient was in the hospital for 10 hours.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.